Event description:
The report from the field indicated that a pt had a 3.0x13mm. Cypher stent implanted an 80% blockage in the lad. The physician reported that a pt developed hives and asthma within 72 hrs of cypher stent implantation, requiring double antihistamines. He stated that she had previously not had asthma, and everything else, including plavix, had been ruled out. Two weeks opst implant, the pt had a repeat catheterization and the stent was found to be widely patent. The physician said the pt was sensitive to the nickel in the stent because of the pt's reactions to do a patch test for nickel allergy. The pt has no smoking history or history of asthma or allergic reactions. The rash and hives resolved after two weeks--she no longer has them, but the sob has remained unresolved by perdnisone, benadryl and allergy medications. The pt has inquired about having the stent removed. Additional info revealed that the pt has not been able to return to work due to a respiratory condition. Although there is no definitive proof that the events are related to the stent, her physician feel there may be some component of a nickel allergy involved.